Event description:
It was reported that during routine follow up, lead warning on the right atrial (ra) lead was noted. Device interrogation showed there was high impedance and when the patient moved the arms up and down, noise was observed frequently. The mode was changed to vvir and the patient awaiting lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-58 implantable pacing lead implanted: (B)(6) 2010. (B)(4).